Manufacturer narrative:
It was reported that there was delayed hardening of accufill during an index procedure. The operative notes and adverse event form were returned as a part of the investigation. The device will not be returned, as it remains implanted in the patient. Once additional information becomes available about the event, a supplemental report will be submitted. Initially, this was deemed a non reportable event until additional information was received on (B)(6) 2019 that changed the reportability of the event.

Event description:
Clinical subject (B)(6) experienced delayed scp hardening (B)(6) 2019.

Manufacturer narrative:
It was reported that there was delayed hardening of accufill during an index subchondroplasty procedure performed on (B)(6) 2019. Zimmer knee creations was notified of the event on (B)(6) 2019, and the reportability was reassessed on mar 29, 2019 when new information was received. The initial report was submitted on apr 25, 2019. The operative notes and adverse event form were returned and reviewed as a part of the investigation. It has been noted that extended arthroscopy can result in joint cooling. The impact of the joint cooled below normal body temperature could lead to delayed setting of the accufill. This was communicated to surgical site. The patient is retained in the study and will continue to be monitored. The product was not returned for evaluation, as it remains implanted in the patient. The DHR for the raw material and finished goods lot was reviewed, and no anomalies related to the complaint condition were noted.

Event description:
Clinical subject (B)(6) experienced delayed scp hardening (B)(6) 2019.